Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility biomedical technician (bmt) reported the machine was smoking. The location on the machine was not known. The bmt was not seeing any evidence of damage in the hydraulics or the control box. The machine did not fill but would drain. The bmt was advised to swap the control board, eeprom and fill valve. Upon follow-up, the bmt stated the smoke was observed in the tank and confirmed there was no burnt components, spark or flame noted as a result of the reported event. The bmt stated the power supply and all components were examined and no thermal damage was noted. There was no patient involvement, patient harm, or adverse event reported. The mixer remains out of service pending receipt and replacement of the control board, eeprom and fill valve. It was reported no components were available for investigation.

Event description:
A user facility biomedical technician (bmt) reported the machine was smoking. The location on the machine was not known. The bmt was not seeing any evidence of damage in the hydraulics or the control box. The machine did not fill but would drain. The bmt was advised to swap the control board, eeprom and fill valve. Upon follow-up, the bmt stated the smoke was observed in the tank and confirmed there was no burnt components, spark or flame noted as a result of the reported event. The bmt stated the power supply and all components were examined and no thermal damage was noted. There was no patient involvement, patient harm, or adverse event reported. The mixer remains out of service pending receipt and replacement of the control board, eeprom and fill valve. It was reported no components were available for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.